Event description:
Pt was skull defect underwent a cranioplasty with a pt specific implant, matrixneuro plates x 4 and matrixneuro screws x 8 on (B)(6) 2011. Pt contracted meningitis status post and was treated with antibiotics. Implant was removed (B)(6) 2011. Surgeon plans to revise pt with another implant. Plate and screws were discarded by the hospital. This is the 1st of 13 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.